Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The electrode pads used at the time of the report were not returned as part of this investigation. The customer's returned multifunction cable passed all testing. An internal inspection found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the clinician obtained another device and continued using the same defib pads and CPR adaptor to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.